Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. One day after the onset, the patient was hospitalized for the event and was later discharged on an unreported date. The patient began treatment with meropenem injection (1 gm, intraperitoneal and daily) and vancomycin injection (1 gm, intraperitoneal, every 5 days). Pd therapy was discontinued five days after onset, the catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was not recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.